Event description:
It was reported the patient had the pump for 4 years and was in more pain than they had ever been in. The patient had been through 4 surgeries with the pain pump not working. The patient had pain with the pain pump. The patient had difficulty sleeping more than a few hours at a time for many years. The patient had the pump removed approximately 2 years prior. At the time of report, the patient smokes and cooks with the oils of the cannabis indica plant. It was noted that the indica plant gives the patient relief and the patient does not have to live in pain every day and was able to sleep for the first time all night. The pump was initially used to infuse morphine and then used to infuse dilaudid.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).